Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was not returned. It was confirmed by the representative covering the issue that the issue was not device-related and was related to the procedure. Per the instructions for use of the intrathecal catheter, csf leak is a known possible risk of use of the intrathecal catheter. It was stated that the patient's dura simply leaked at the needle insertion site. (B)(4).

Event description:
Agent contacted technical solutions to report a catheter that was revised due to a csf leak at the catheter entry site. They confirmed that the leak was due to the surgical procedure, not the device. It was confirmed that the issue was not product-related and the patient was getting pain relief. The patient's dura simply leaked at the needle insertion site.